Manufacturer narrative:
The reported event of broken bezel file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. An investigation can¿t be performed using the attached pictures alone. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 5/08/2015. A review of the device service history record was performed from beginning from the date of manufacture to the present date and indicated that this device has been returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification 200206968 was opened for the source device. The quality notification was for test failure out of calibration. There was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference : (B)(4).

Event description:
(B)(4). Checked error log and found 240.4150, replaced bottle side sensor. Found that the clip the holds sensor in place on the bezel assembly was broke. Replaced bezel assembly and bottle side pressure sensor. Completed new pm to test pump, pass returned to service.